Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured pericardial effusion with a "possible" relationship to the impella cp device used: ¿pericardial effusion present on echo during percutaneous coronary intervention procedure and impella cp implantation. After second pea arrest, the subcostal area was re-prepped and pericardiocentesis was performed with drainage of around 800 ml of blood.¿. The pump was explanted and later, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.